Event description:
It was reported that during a low anterior resection, when the surgeon was firing the device, he could not feel the tactile feedback or hear the crunch sound, even though he let the trigger touch the handle. The surgeon was unable to remove the device from the bowel. The surgeon slightly opened the instrument and fired it again. The two doughnuts were satisfactory. There was no pt consequence.